Event description:
It was reported that the patient presented to the clinic on 3 oct 2022 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing post paced t wave oversensing. The device was not reprogrammed. There were no adverse consequences to the patient. The device will be monitored going forward.

Event description:
New information received notes the implantable cardioverter defibrillator was reprogrammed on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the implantable cardioverter defibrillator was was causing post paced t wave oversensing and was reprogrammed on (B)(6) 2022. The patient was in stable condition.